Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 498mg/dl and no delivery. The customer treated with an injection. Troubleshooting assisted customer with changing out the infusion set and customer indicated that they will see their diabetes educator today. There was no further information provided by the customer as the phone call was disconnected. Troubleshooting called the customer back and left a voice mail. No further high blood glucose troubleshooting was performed.